Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.404.016s, lot 51p3929: expiration date: march 31, 2030. Release to warehouse date: (B)(6) 2020. Supplier: jabil-monument. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: upon visual inspection it was noticed that the proximal end of the reamer where it is inserted into the drive shaft has completely broken off and the broken pieces were returned. No dimensional inspection can be performed due to post-manufacturing damage. The relevant drawing was reviewed. The complaint condition is confirmed. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device: ria 2 reaming kit (part 03.404.001s, lot unknown, quantity 1).

Manufacturer narrative:
Additional procode: hto. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, the 10mm reamer head for reamer irrigator aspirator (ria) broke from the unknown reamer shaft. While the surgeon was reaming, the reamer head appeared to have loosened off the unknown reamer shaft and broke inside the intramedullary canal of the patient. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. The patient outcome was unknown. This report is for 1 10.0mm reamer head for ria 2 sterile. This is report 1 of 2 for (B)(4).